Manufacturer narrative:
This incident occurred outside of the united states.

Event description:
The infusion device displayed an unclearable e8 power interrupt error. Infusion device was replaced and returned for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was thoroughly evaluated, and the complaint cannot be verified due to careless handling of the product. The soft components of the housing were worn down heavily. The down button was pressed flat, and the e8 power interrupt error could not be confirmed.